Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with an unspecified saline breast implant experienced left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
It was discovered on (B)(6) 2020, that method code '4117' was erroneously submitted in follow up report 2. Correct code is '4114'. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Additional information was received on 8/25/2020, patient had an explantation on (B)(6) 2020. The impacted device is a 425cc mentor smooth round moderate profile saline breast implant, catalog: 3501670, lot: 6810325. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and / or reoperation: deflation. H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).